Manufacturer narrative:
Concomitant medical products: 5076-45 lead implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert. The alert was triggered by high rate non-sustained episodes and short v-v intervals. The high rate non-sustained episodes contain noise. The lead had a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.